Event description:
On 23rd april 2024, rayner received notification from its distributor in the united arab emirates of an event that occurred during use of a rayone emv rao200e. The event description provided states that during iol implantation, the posterior capsule ruptured.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the posterior capsule ruptured. The rayone emv rao200e was explanted during the original surgery session and exchanged for another iol. The cornea was sutured and a 3 piece sulcus iol was also implanted. "Iol extraction or replacement" is listed in the "adverse events" section of the rayone IFU. The device has been discarded by the healthcare facility. The rayner rayone preloaded iol injection system risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone emv rao200e batch 013207122 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 013207122. The cause of capsule rupture cannot be established from the limited information available.